Event description:
Olympus was informed that the pt had underwent a cystoscopy, and a ureteroscopic lithotripsy with a stent change. The user was attempting to take a piece of tissue in the bladder with forceps but was not successful. The user switched to a different but similar forceps and was able to complete the procedure. At the end of the procedure, a small fragment of the forceps was noted inside the pt's bladder. A third forceps was used to retrieve the fragment. No pt injury reported. There was no pt injury reported.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed the user's experience. The link was found broken off from the pin area and missing a small piece at the right side. The link assembly was discolored with reddish build up. The right jaw was damaged with a sharp edge protruding out. The solder joint was cracked and worn out. The phenomenon was attributed to physical damage. The device will be refurbished.